Event description:
The patient was implanted with a left ventricular assist device. Approximately 10 months post-implant, the clinic observed via a cardio CT scan that the outflow graft bend relief was disengaged. A decision was made to return the patient to the operating room and bleeding was observed from the outflow graft. The entire outflow graft was replaced and the new outflow graft bend relief was secured with a fixation collar. According to the information provided, there were no signs of hemolysis observed and the left ventricle was properly unloading.

Manufacturer narrative:
The patient remains on lvad support with the pump. The pump remains implanted and in use by the patient. The outflow graft that was removed was disposed of and is not available for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.